Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the recurring patient accounts discharged from pyxis. A technical support specialist investigated the issue where discharge messages from the cerner cert domain were mistakenly sent to the pyxis production interface, affecting around 150 patient encounters. After confirming that pyxis received these discharge messages from the adt system, the tss reviewed the patient status and verified the discharge dates. Upon consulting with an integration engineer, the case was escalated to the iest queue for further resolution. The technical support advised that affected patients could be manually re-admitted by extending their discharge date in pyxis es or by sending an a13 cancel discharge message with an empty pv1-45 field to remove the discharge date from their profiles. The customer was able to send a13 messages for affected patients. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, that multiple patients were recurring on the station after discharged. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, that multiple patients were recurring on the station after discharged. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.